Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok and up buttons were under-responsive and that there was moisture in the cartridge compartment. The device/pump type was unknown at the time of the reported incident. This complaint is being reported because the reported issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1; date of submission: 03/02/2017.

Manufacturer narrative:
Follow-up #2: date of submission 03/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings: during investigation the keypad cover was found to be intact; no damage was observed. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no evidence of contamination was found under the button contacts. The pump was opened and the keypad flex was found to be fully seated in connector with the latch closed. The complaint of the under responsive up arrow and ok keypad buttons was not duplicated during testing. Unrelated to the original complaint, the audio bolus button cover was observed to be detached/missing from the pump. There was no evidence of moisture observed before opening pump; however, a leak test failed due to a leak at the audio bolus button. Also unrelated to the complaint, investigation revealed a crack in the battery compartment.